Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex060801jl vascular stent allegedly experienced a material deformation. This information was received from one source. This malfunction involved a patient with no reported consequences. The patient was a (B)(6) year old male and weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex060801jl vascular stent allegedly experienced a material deformation. This information was received from one source. This malfunction involved a patient with no reported consequences. The patient was a 79 year old male and weight was not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to bd for evaluation and hence, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6 (device : 2524). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.